Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they kept having utis and last year. They had like 4 of them and this year they had 2 so far. Patient said they had a uti about every 3 months last year. When asked for event date, patient said they've had them before and have them off and on (no specific date). Patient said they didn't know if the ins was causing these or what they needed to do in terms of adjustments to their therapy. Patient also said they were not getting therapy relief. Patient said on their current program, if they increase stimulation any higher, they felt pressure in their crotch and it was not painful but it was uncomfortable. Patient services reviewed general therapy guidance and therapy optimization options. Patient wanted to try changing programs. Patient services helped patient connect with their ins and change programs. Patient services reviewed function of programs and patient said they will monitor symptoms. Patient services redirected patient to healthcare provider (hcp) to discuss utis as well as therapy issues. Patient said they aren't fond of their managing hcp. Patient services sent physician listings. Additional information was received from the patient. The patient called back regarding same issues reported in this case. Patient said they are continuing to have the same issues. Patient said they changed to a new program today and increased stimulation and were looking for therapy guidance. Agent reviewed therapy optimization options, therapy guidelines and confirmed with patient they are doing the right things to help with therapy. Patient said they have an appointment with their hcp on 2023-may-19. Agent redirected patient to hcp to address uti issues. Patient will monitor symptoms after making an adjustment and make adjustments until their appt if needed. Additional information was received from the patient's representative. The reason for the call was caller mentioned that the therapy never worked for the patient since the ins was implanted. Caller mentioned that the ins was no longer working and had been turned off. Caller mentioned the patient keeps getting uti when it was on. Caller mentioned that they had been to the hospital for 4 days and came out empty handed with no prognosis because the patient can't get an MRI. Agent reviewed information about MRI. Caller asked if their insurance provider will cover the cost of surgery on removing the ins. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.